Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, non-sustained right ventricular oversensing due to myopotential oversensing was observed. Programming changes were made. Patient is stable.